Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture and loss of sensing. It was also found from fluoroscopy that the lead was dislodged. The lead was explanted and replaced. The patient was stable.